Event description:
A report was received that the patients incision site was not healing. The physician stated that there was no infection noted. The patient was brought to or (operating room) and they cleaned the wound and left the device implanted. The patient was doing well.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients incision site was not healing. The physician stated that there was no infection noted. The patient was brought to operating room and they cleaned the wound and left the device implanted. The patient was doing well.